Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis found that a diode failed in-circuit diode testing. Conclusion: confirmed that the functional test failures seen during initial analysis of the device were caused by a diode component failure.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the heart lead flex was out of electrical specification (shorted diode). Analysis also found the upper case was broken, battery release and battery drawer were contaminated, and battery contacts were compressed. (B)(4).